Event description:
The hearing performance using the device is affected. The mother mentioned that the child started tapping/putting his hand up to his coil whenever there is a noise in the house. This apparently started in the first lockdown ((B)(6)). He was seen to do this in the clinic. He seemed to move it just off the site, and then let it slide back on again. The clinic reviewed the user again on the (B)(6)2021 and it has been decided to proceed with explantation in march. However, no date has been set yet.

Manufacturer narrative:
Additional information: according to the currently available information, damage to the active electrode as might be caused by an external mechanical impact appears likely. However to determine an exact root cause a device investigation of the explanted device is necessary. Re-implantation is considered but no date has been scheduled yet.

Event description:
The hearing performance using the device was affected. The mother mentioned that the child started tapping/putting his hand up to his coil whenever there was a noise in the house. This apparently started in the first lockdown (end of march/beginning april 2020). He was seen to do this in the clinic. He seemed to move it just off the site, and then let it slide back on again. The user has been re-implanted with a new deivce on march 30, 2021.

Manufacturer narrative:
Damage to the active electrode which is consistent with minute device mobility was determined to have led to device failure over time due to fatigue breakages. Also, an impact to the head might have weakened the fixation of the active electrode and could also be a factor for electrode mobility. The investigation results appear to match the problems mentioned in the recipient report. This is a final report.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The hearing performance using the device is affected. The mother mentioned that the child started tapping/putting his hand up to his coil whenever there is a noise in the house. This apparently started in the first lockdown (end of march/beginning april 2020).